Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.